Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The catheter sheath introducer used was a 6f non-cordis sheath. Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had mild visible calcium/plaque and mild access vessel tortuosity. There was no stent near the puncture site, but the vessel had stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and there was no red color shown in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The catheter sheath introducer used was a 6f non-cordis sheath. Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had mild visible calcium/plaque and mild access vessel tortuosity. There was no stent near the puncture site, but the vessel had stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and there was no red color shown in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in black/white/red position. During this visual analysis, a kinked portion was observed during this analysis, located 4 cm from the distal tip. Dimensional analysis was conducted in the portion of the delivery shaft near the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The guard indicator wire deployment simulation could not be performed, as the unit was already deployed upon receipt. Additionally, the functional deployment simulation evaluation could not be performed, as the unit was already deployed. A high magnification evaluation was executed to evaluate the handle internal mechanism. During this analysis, no, as no signs of obstruction or any impediments were observed that could be related to the reported event. It was confirmed that the csi received was the applicable size to use with the received device. A review of the manufacturing documentation associated with lot 18261783 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was received fully deployed and there were no anomalies of the internal mechanism noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. The kink in the delivery shaft may have led to any device function issues reported. Mild plaque and tortuosity were reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.